Event description:
Patient had a acusinch system implanted to treat an dislocation of the ac. The screw pulled out post op within the first week. Revision surgery was performed and another acusinch system was implanted.